Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse performed instrument decontamination. The cse found the issue to be with the water softener on the water system. The customer's water softener is attached to their water supply. This led to the tap water being pumped on the analyzer, which was supplied to the onboard reagent wedge. The reagent wedge on reagent trays 1 and 2 were analyzed and found to have high ca_2c concentration, potentially due to being filled with the un-softened water. Calibration, quality control and precision testing were performed, which were acceptable. The cause of the discordant, falsely elevated result on one patient sample was due to the failure of customer's water softener. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated calcium, concentrated (ca_2c) result was obtained on one patient sample on an advia 2400 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate advia chemistry instrument, resulting lower. The correct result from the alternate advia chemistry instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ca_2c result.